Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27aug2020.

Event description:
It was reported to philips that the device will not send information to the electronic medical record system. The device was reported as being in clinical use at the time of the event, however, there was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4: 28oct2020. B4: 29oct2020. It was reported to philips that the device will not send data from the display to the hospital information system. The device was in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse did not repair the device as the customer declined any service. The customer stated the device was being removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.